Manufacturer narrative:
No unresponsive buttons were noted. All of the buttons functioned properly. However, the insulin pump had corroded keypad traces. No moisture damage was noted to the electronic assembly or motor assembly. The insulin pump had a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump was exposed to moisture due to customer jumping into swimming pool with insulin pump. It was reported that buttons responded intermittently. Insulin pump would be replaced.